Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and performing more physical activity than usual at a rehab center, after which the user paused the ilet during activity per plan. Symptoms included low blood glucose readings down to 51 mg/dl with subsequent readings trending upward after oral carbohydrate intake. Outcomes included self-treatment with oral glucose and return of blood glucose to the normal range, with a later value of 153 mg/dl, and no hospitalization. Investigation included user troubleshooting and education regarding activity-related glucose management and treatment with oral carbohydrates. Investigation of this case revealed that increased physical activity likely contributed to the hypoglycemic episode, and no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with activity-related hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.